Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine follow up. The right ventricular lead exhibited high thresholds and low sensing. The physician then performed a fluoroscopy which revealed the lead had dislodged. The physician elected to cap and replace the lead. The patient was in good condition before, during and after the event.